Event description:
Treatment of an a-comm aneurysm. It was reported a gdc-360 coil (manufactured by boston) could not be deployed and prematurely detached while retracting the coil inside the catheter. Upon removal of the catheter, the catheter's distal tip/marker band broke off. The physician decided to leave the distal tip/marker band in the pt and the pt was placed on aggrastat for 48 hrs and doubled the antiplatelet therapy.

Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.